Manufacturer narrative:
(B)(6).

Event description:
It was reported that while the screw was being placed it broke. Damaged screw was removed and a back-up was used to complete the procedure. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 7207554 sterile biorci pla 7x25mm screw returned. The complaint stated: "it was reported that while the screw was being placed it broke." Dimensional inspection confirmed that this was a 7x25mm implant. There is approximately 1.67mm of tip material missing that was not returned. The threads and distal tip have been chewed up and tear is beginning up one side of the threads. The star hex is beginning to strip at the screw head and there are wire scuff marks inside the screw. The symptoms are consistent with entanglement with a guidewire, difficult insertion and torque placed upon the implant. The starter must be utilized with the biorci screws to minimize screw breakage during insertion and excessive force should not be placed on the delivery instrument. No root cause related to the manufacturing of this device was confirmed.